Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device failed to deliver output. The patient was seen in the ed (emergency department) in asystole and was being paced externally. It was noted that the patient was in the hospital and had to be resuscitated. The device was programmed tomax output with no capture. The device appeared to be at end of life (eol) as it was not able to complete battery or lead impedance measurement. Additionally, the device was last known to be programmed with high rv (right ventricular) and lv (left ventricular) outputs. It was noted that the patient stated that they had the device checked approximately six months ago and they told them that there was one and a half years of battery left. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.